Event description:
The customer reported the unit displayed, "paddles off error".

Manufacturer narrative:
(B)(4). The customer reported the unit displayed. "Paddles off error". The customer isolated the reported issue to the internal paddle set. The customer was instructed to replace the internal paddle set. We will consider this a internal paddle set failure.